Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the meter remote alert multiple times in the past 30 days that the blood glucose reading was over 15 minutes old. It was noted that the meter and pump were within range when the blood glucose readings were taken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged old blood glucose (bg) reading issue was verified in the meter download but not duplicated in the evaluation. Meter download showed records of bolus being performed after the 15 minute bg check limit had exceeded. The meter powered up and paired with a test pump successfully. All the buttons functioned properly. A bolus was performed immediately after measuring bg and no error message was emitted. A bolus was then performed 30 minutes after measuring bg and the appropriate error message was emitted.